Event description:
This ra lead was implanted on (B)(6) 2006, and remains implanted this time. A call was placed to technical services on (B)(6) 2017, stating that lead safety switch was detected on the ra lead. The impedance was less than 200 ohms. The patient was using lg wireless earbud with cellphone. Threshold was 0.8 v. There were no patient symptoms. The physician was dr. (B)(6), at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).